Event description:
A report was received that the patient was experciencing discomfort and increased pain around the ipg site. The patient underwent an ipg revision procedure and was doing well postoperatively.